Manufacturer narrative:
Additional information regarding the patient and their equipment was requested; however, could not be made available. This report is submitted on april 19, 2017. (B)(4).

Event description:
Per the clinic, the patient developed tissue irritation and an infection at the implant site. Additional information was requested; however, not made available as of the date of this report.